Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that the right ventricular (rv) lead had no sensing. The physician attempted to reposition the lead, but it was observed that the stylet was unable to be inserted. The rv lead was explanted and replaced to resolve the event and the patient was stable with no adverse consequences.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Blood/fluid was noted in the lead lumen which likely contributed to the reported stylet insertion difficulties. An attempt to insert a new stylet during laboratory testing was eventually successful in a lab setting. Blood can enter into the lumen during the implant process prior to device attachment. In this case, it appears that blood infiltrated the lead lumen, dried, and formed a clot that made guidewire insertion difficult. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The helix was slightly bent, which likely occurred during the attempted implant procedure. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that the right ventricular (rv) lead had no sensing. The physician attempted to reposition the lead, but it was observed that the stylet was unable to be inserted. The rv lead was explanted and replaced to resolve the event and the patient was stable with no adverse consequences.